Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including numberous power on and off cycles, bench testing, and environmental chamber testing without duplicating the report. An internal inspection of the device found no discrepancies. The display cable was replaced as a pre-caution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's display blanked out. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections d1 updated, d4 model # updated, d4 catalog # removed, d4 primary UDI #: added justification for no UDI, this device was manufactured before UDI requirements.